Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle broke off in site during injection with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: it was reported that needles have been breaking off in site and are very flimsy. Consumer had xray preformed on one needle break that scratched site when it broke. Xray did not show needle in site.

Event description:
It was reported that needle broke off in site during injection with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: it was reported that needles have been breaking off in site and are very flimsy. Consumer had xray preformed on one needle break that scratched site when it broke. Xray did not show needle in site.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned as of(B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.